Event description:
Attorney alleges that the patient went to doctor in (B)(6) 2011 for bladder voiding issues. The doctor saw the patient for treatment and placed her on medication for frequent urinating when she had the opposite problem. The patient was then tried on the interstim device. Prior to the insertion of the device, the patient was not asked to complete a voiding diary. After insertion the patient had no way to track her voiding issues as compared to before. Additionally, the patient was feeling a constant shock from the device. She went to the doctor and they reprogrammed, that did not work. The patient went back and they told her to turn it down and that did not work. The patient called her manufacturer's representative and met with the individual in person at the clinic. The representative told the patient it was in the wrong place. After that the (B)(6) 2012 surgery was scheduled to "fix" this issue. The surgery did not fix the issue. The note stated, the device was bad and they replaced it. The patient continued to have problems until she got another doctor to eventually remove the device in (B)(6) 2012. It was additionally noted that the doctor did not follow the proper medical procedures before and after implantation of the device. The doctor failed to listen to her complaints regarding the device and allowed the device to stay in the patient and continue to cause nerve damage that had developed into chronic pain, conversion disorder, depression, inability to work and other conditions. The date, time and place of the occurrence: 1. The occurrences at issue consist of treatment from (B)(6) 2011 and ongoing. Specific events include the: 2. (B)(6) 2011 interstim trial 3. (B)(6) 2011 interstim placement, 4. (B)(6 2011 sling removal 5. (B)(6) 2011 interstim programming 6. (B)(6) 2012 interstim reprogramming 7. (B)(6) 2012 interstim reprogramming 8. (B)(6) 2012 removal of non-functioning interstim lead causing shocking to the nerve. 9. (B)(6) 2012 removal of interstim device.

Manufacturer narrative:
Product ID 3093-33 lot# v871805, implanted: 2012 (B)(6); product type lead product ID 3093-33 lot# v871805, implanted: 2012 (B)(6); product type lead product ID 3093-33 lot# v764771, implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).